Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 12:00 a.m., the patient reported applying a new sensor, which successfully paired and completed its warm-up period. He later stated that the sensor failed. The patient was unsure of his glucose reading at the time of the failure but believed it had been approximately 150-170 mg/dl. He did not perform a fingerstick measurement because he believed the sensor was functioning properly before the failure. The patient initially reported no noticeable symptoms but subsequently stated he began experiencing signs of hypoglycemia and became unaware of his surroundings. Due to this, he was unable to recall what the cgm was displaying at the time of the event. No treatment or medication was administered prior to emergency services being contacted. His wife called emts, though the patient was not aware of the time of their arrival. Upon arrival, emts performed a fingerstick test, which showed a blood glucose level of 32 mg/dl. The cgm was checked and indicated that the sensor had failed. The patient was treated with intravenous glucose and recovered. Although emts offered transport to the hospital, he declined. After they left, the patient performed another fingerstick, which showed a glucose level of 130 mg/dl. He consumed juice and a sandwich and then inserted a new sensor. At the time of reporting, the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.